Event description:
Initial tpsa result of 0.1 ng/ml. Same sample repeated 8 days later, gave result of 438 ng/ml. The initial result was reported. No information provided to determine if result was used to guide therapy. The field service representative was unable to determine cause. Performance check tests were performed and within specification.